Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed the speaker malfunction. A replacement speaker was sent to the customer. A good faith effort (gfe) confirmed that no sound was coming from the device. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported the intellivue multi measurement server x2 was presented with a speaker malfunction malfunction error message. It is unknown if still sound coming from the device. The device was use at time of event, there was no adverse event reported.